Event description:
Event occurred in germany. It was reported that the patient faced an event where the insulin flow was blocked and was alerted by insulin flow blocked alarm that occurred during therapy. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.